Event description:
On (B)(6) 2024, an email was received from an on-line distributor who reported that a patient (pt) was diagnosed with ¿recurring pink eye and bacterial infections¿ while wearing acuvue® oasys® for astigmatism brand contact lenses (cls) in both eyes (ou). The pt reported the event on 21nov2024 and advised that the last 2 cl orders were related. Attempts to contact the pt for additional medical and product information were made on 22nov2024, 27nov2024, and 04dec2024 with no success. The pt¿s ou ¿recurring pink eye and bacterial infection¿ events will be reported as worst-case as the pt¿s diagnosis and treatment could not be verified. The date of event will be reported as 01nov2024 as the exact event date is unknown. This report is for the pt¿s left eye (os) event. A separate report will be filed for the pt¿s right eye (od) event. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0170qw was produced under normal conditions. It is unknown if the pt¿s os suspect cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.